Event description:
It was reported that an egm revealed noise on both the atrial and ventricular channels. Atrial noise was reproducible. Atrial sensitivity was increased to 0.4 mv. A chest x-ray showed clavicular crush. The patient's implantable cardioverter defibrillator (ICD) was turned off and lead replacement was scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.